Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic, during follow up the clinician noted a diagnostic anomaly. The patient would be follow via merlin.net. No additional information was available.

Event description:
The patient condition was fine and would be continually monitored for battery status.

Event description:
New information states that the device was explanted on (B)(6) 2016. No patient was asymptomatic.

Manufacturer narrative:
Correction: should have been (B)(6) 2017 rather than (B)(6) 2016.

Event description:
New information states the device was explanted (B)(6) 2017 rather than (B)(6) 2016.

Manufacturer narrative:
Analysis found a corruption calibration constants that were corrected after reloading the product code, the device resumed normal device characteristics.

Event description:
New information states that the noise was resolved after the pulse generator was explanted and replaced.